Manufacturer narrative:
(B)(4) - no patient involvement. Device displays error message and monitor.

Event description:
During field service installation, the user observed an error message "f005" upon start up. No other details regarding the nature of the event were provided. Since the event occurred during field service installation, there was no patient involvement during this event.